Event description:
A healthcare facility in china reported that an mr290v autofeed humidification chamber, provided as a part of an rt268 infant evaqua2 breathing circuit was found leaking water from the chamber base after four days of patient use. There were no patient consequences.

Manufacturer narrative:
(B)(6). Section g4: the rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Section h11: the subject rt268 infant dual-heated evaqua2 breathing circuit with mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. A follow up report will be provided upon completion of our investigation.